Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. The lead was diagnostically imaged and externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced.